Manufacturer narrative:
(B)(4). Device evaluated with no problem found. Most likely underlying root cause of malfunction noted in the complaint; user's test strip had poor storage and user had incorrect code key.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 92-99mg/dl fasting. Verified the strips expire 10/16/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 135mg/dl and 114mg/dl fasting. Reviewed meter memory: 1: 140mg/dl, (B)(6) 2015, 01:27pm, fasting: yes; 2. 114mg/dl, (B)(6) 2015, 01:26pm, fasting: yes; 3: 135mg/dl, (B)(6) 2015, 01:22pm, fasting: yes; 4: 159mg/dl, (B)(6) 2015, 01:00pm, fasting: yes; 5: 118mg/dl, (B)(6) 2015, 12:56pm, fasting: yes. Customer states she ran 4 back to back results and they read 334; 118; 141; and 158mg/dl. No adverse events reported.